Manufacturer narrative:
Findings: unit received with blank display due to corroded electronic assembly. Unit also received with corroded motor assembly. Scratched lcd window, cracked reservoir tube lip, broken belt clip slot, and cracked battery tube threads noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they jumped in the pool with their insulin pump. The customer had a blood glucose level was 9.2 mmol/l at the time of the incident. The customer states that there was fluid/moisture in the device. Customer reports there is fluid under the lcd display. The customer sent the product back for analysis.